Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. Additional information from the field indicated that this was due to high pacing thresholds. No additional adverse patient effects were reported.